Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Stuck in the back of throat - dual brush head [foreign body in respiratory tract]. Top of the brush was missing - dual brush head [device breakage]. Consumer contacted via e-mail and stated that he/she was brushing his/her teeth, and when he/she pulled the toothbrush from his/her mouth, he/she realized the top of the brush was missing and was stuck in the back of his/her throat. No serious injury was reported.

Event description:
Stuck in the back of throat - dual brush head [foreign body in throat]. Top of the brush was missing - dual brush head [device breakage]. Product counterfeit [product counterfeit]. Case description: consumer contacted via e-mail and stated that he/she was brushing his/her teeth, and when he/she pulled the toothbrush from his/her mouth, he/she realized the top of the brush was missing and was stuck in the back of his/her throat. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.